Event description:
Surgeon removed medpor contain implant from 4 patients due to infection.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.